Event description:
Boston scientific crm received information when a boston scientific sales representative (sr) called technical services stating this patient has had multiple syncopal episodes and is pacing approximately 26% of the time. However, the physician doesn't suspect this patient has neurocardiogenic syncope. Ts suggested using an electrogram to evaluate this patients cardiac rhythms, discussed doing a blood pressure test and how to program the sudden brady response (sbr) option on the device for this patients condition. Although device function is currently appropriate, the cause of the syncopal episodes is undetermined at this time.

Manufacturer narrative:
The device remains implanted. No additional information is available at this time. If further information becomes available to our company, the event will be reopened and updated as necessary. The device was explanted for normal battery depletion approximately six years later and has since been returned for analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.